Manufacturer narrative:
It is indicated that the product is not returning for evaluation. The reported lot was investigated as part of fi-16-011. Investigation identified an issue with sample collection that led to increased discrepant results during donor testing. Reevaluation of the lot based on this investigation shows the lot to be performing as expected. The manufacturing records for the lot were reviewed and the lot met release specifications. Unable to determine the root cause of the customer's complaint. Further investigation has been pursued under fi-16-011. Reevaluation of the lot based on this investigation shows the lot to be performing as expected.

Manufacturer narrative:
Investigation pending.

Event description:
In (B)(6), a variance was reported between inratio inr result and lab inr result. A patient had an inratio inr=2.5 on (B)(6) 2016. His normal dosage of phenprocoumon continued. Two days later, on (B)(6) 2016, the patient went to his physician and had a stroke there. On that day the hospital lab inr=1.2. The patient stated that he left the hospital on the same day without any apparent sequelae. The patient's therapeutic range is: 2.2-2.5.